Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined.

Event description:
It was reported that during the placement of a intermedullary nail, the targeting guide attachment bolt fractured. The fracture piece of the bolt remained inside the prosoma portion of the nail. No adverse events have been reported as a result of the malfunction.